Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm, reportedly, customer's blood glucose level was impacted. Customer changed out cartridge and infusion set and no further occlusion alarms occurred.